Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampon fell apart and she manually removed pieces. Consumer experienced nausea, irritation and soreness. She visited the emergency room and was diagnosed with a minor vaginal laceration. She visited the obgyn and was diagnosed with gardnerella vaginalis bacterial infection.